Event description:
Event description boston scientific received information that approximately one week after implant, this right ventricular lead was unable to sense or capture. An x-ray confirmed that the lead had not dislodged. The physician suspected tissue in the helix due to numerous repositioning attempts during the implant procedure, and elected to explant and replace the lead. There were no adverse patient effects.